Event description:
(B)(6) study . Same case as 2134265-2012-03309. It was reported that following a coronary artery stenting treatment procedure the patient expired. In (B)(6) 2008, the physician implanted a 3.00x20mm taxus express2 stent in the mid left anterior descending artery and a 2.75x32mm taxus express2 stent in the distal left anterior descending artery. In (B)(6) 2011, the patient developed ventricular fibrillation and expired. No autopsy was performed.

Manufacturer narrative:
Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).